Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for a routine follow-up, the device was found to be in premature eri due to premature battery depletion. The device was explanted and replaced.

Event description:
New information received indicates that the patient tolerated the procedure well and was stable post-operation.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Method code 28 in the previous report was incorrect. The correct method code is 38 (visual inspection).